Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a hole in the right atrial (ra) seal plug. All other seal plugs were intact and there were no obstructions noted in the lead barrels. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency room for a non-device related reason. While in the ER, a 12 lead EKG was taken and the patient was in complete heart block with a ventricular rate of 31 bpm. The device was programmed to a lower rate limit of 60 bpm. Twenty minutes later another EKG showed normal device behavior. Attempts to recreate the oversensing was unsuccessful. All associated lead measurements were within normal limits. The device was later explanted.